Manufacturer narrative:
The device was returned with pusher and implant for analysis. The pusher was found broken in half with both ends present. The implant was still attached to the pusher, with the strain relief slightly damaged at the tip and no signs of burn damage was observed. The implant contained a kink and smash damage; but overall, maintained a shape and no other major damages. The body coil of the pusher had some offset coils. Further proximal, at the black pet covering of the pusher, the body coil was stretched. The tip of the broken green lead wire look stretched. The distal half of the pusher ends with a broken body coil. The proximal half of the pusher did not contain any notable damages. The broken tip of the proximal pusher did not have any body coil, and only the hypotube end was observed. There were no other notable observations. Based on the investigation, the complaint was able to be confirmed, because the pusher was found broken in half. While the complaint states the coil detached, the incident may be describing the pusher breaking, since the portion of pusher broken off is the body coil. The pusher most likely broke due to the device experiencing over specification of pull force, which is suggested by the stretched body coil and tip of the green lead wire. Because the device had experienced advancement issues, it may have become stuck where the retrieval caused the damage and breaking of the pusher.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently ongoing. The instructions for use (IFU) identifies premature of difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during advancement of an embolization coil into a carotid ophthalmic aneurysm, resistance was encountered. During removal, the coil detached in the microcatheter. Both segments of the coil were removed in their entirety together with the microcatheter as a single unit. There was no reported patient injury or intervention. The patient was reported to have been discharged a few days after the procedure.